Event description:
The pt experienced an increase in tone. A catheter dye study was performed 4/12/10. The dye study showed no evidence of catheter fracture of malfunction. The hcp was able to aspirate the catheter. Prior to the study the concentration of lioresal was 2000 mcg/ml and following the study it was changed to 500 mcg/ml and the pump reservoir was refilled with the 500 mg/ml concentration. The catheter was primed with 2000 mcg/ml concentration; a bridge bolus of the volume of the catheter was programmed. On 5/6/10, it was reported there was no issue identified with the pump system to date and the hcp had not determined the cause of the pt's increased tone. The dose was increased (exact dose not specified). On (B)(6)2010, the actual residual volume was 18 ml and the expected residual volume was 5.2ml. It was reported on (B)(6)2010 that a volume discrepancy was also detected in (B)(6) 2010. The reporter also believed the catheter may have been replaced (date of replacement not specified). Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)